Manufacturer narrative:
Concomitant medical product: product ID: 3998, lot#: v179180, implanted: (B)(6) 2008, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient had been taken to surgery for open replacement of her spinal cord stimulating cervical paddle electrode. Upon interrogating and removing the electrode, the electrode was found to be defective. The c2 level spinal cord stimulator had been implanted five years prior to the report and provided relief from pain until the patient fell about 7 months prior to the report. Since that time, the patient's pain had increased. The electrode was replaced and there was no patient harm. The faulty electrode was returned to the manufacturer for evaluation. The original intended procedure was the removal and replacement of spinal cord stimulator generator. It was stated that the device did not do what it was supposed to do. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).